Event description:
Additional "infromation" received identified that the patient has effective therapy post-operatively. Ipg was explanted and replaced on (B)(6) 2018 "was confirmed".

Event description:
It was reported that the ipg was inoperable. As a result surgical intervention was undertaken to address the issue. Manufacturer database indicated that the ipg was explanted and replaced on 28 nov 2018.